Event description:
It was reported that during the procedure in an unspecified vein, while the foxplus 8x60x80 dilatation catheter was in the anatomy, it was noticed that the outer box and the balloon matched (foxplus 8x60x80) but the sterile inner package indicated foxcross 14x40x80, product code (B)(4), lot 805253. Dilatation was performed successfully and there was no adverse patient effect or clinically significant delay in the procedure. The site confirmed that the outer box had not been opened prior to use. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the packaging was returned for analysis, which confirmed the difference in labeling between the device and its sterile inner packaging. The device and outer chipboard matched the labeled product information. A review of the device history record for the manufacturing of the reported lot revealed no associated nonconforming material records (ncmrs) related to this issue. A query of the complaint handling database for the reported lot revealed no other similar incidents. Based on the related records review, review of the elhr for this lot and the actual complaint rate, there is no indication that the larger population of product is affected by this issue and this appears to be an isolated incident. Corrective and preventive actions to address this issue will be implemented and the performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.